Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose (B)(6) 2019 blood glucose of 25 mg/dl. Customer's current blood glucose is 77 mg/dl. The customer did experienced the symptoms such as sweating. The customer was treated by intravenous under the skin for glucose. Customer states that they did not notice insulin dripping and squirting. Troubleshooting was done for low blood glucose and over delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Customer was not using auto mode. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.